Manufacturer narrative:
Patient information: further details on patient information were not provided. Serial number: serial number is unknown. This information will be provided in a supplemental report if made available. Manufacture date: as the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Correction/removal number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova (B)(4) learned that (B)(6) is unable to confirm the exact devices used at the time of the surgery due to a lack of device tracking in the or when the adverse event occurred. (B)(6) replaced contaminated sorin 3t heater cooler unit devices with new devices in 2017. The devices were placed inside of the operation theater during use with the fan of the device positioned away from the patient at an unknown distance between the surgery field and the device. Furthermore, livanova (B)(4) learned that (B)(6) did and continues to follow all livanova cleaning and disinfection IFU and the action taken on this event was treatment of injured party. Growth tests to confirm patients infection were performed. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device evaluated by MFR: device not returned.

Event description:
Livanova (B)(4) received a report on a deceased female patient, who was operated on (B)(6) 2016 was positive tested on mycobacterium chimaera on (B)(6) 2018.

Manufacturer narrative:
H11: through follow up communication, livanova learned that patient was diagnosed with mycobacterium chimaera infection from a positive blood culture on (B)(6) 2018 after a period of rapid health decline. Patient died on (B)(6) 2018. New information provided does not represent a change for the investigation.

Event description:
See initial report.